Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up: 1. Section g. Box 5. 510(k) #.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat splenic varices using a pod packing coil (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing the pod pc through the microcatheter, the physician kinked the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.